Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a angioplasty procedure, removal difficulties occurred, vascular access was gained via the radial artery. The target lesion was located in the right coronary artery (rca). The 3.5x16 promus element plus stent was successfully deployed, upon withdrawal of the stent delivery balloon the device got hung up in the convey guide catheter. Excessive force was required to remove the balloon from the guide catheter. No patient complications were reported and the patient's status is fine.